Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having fluctuating blood glucose of over 300mg/dl. Customer indicated that their blood glucose does not go down after administering more insulin. Customer declined blood glucose troubleshooting and indicated that they are working with their doctor on the issue. No further details given.